Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged cuff has inflation/deflation issue. The patient status was requested but not provided. Follow up efforts are being made to gather additional information related to the reported event. However, no other information is available to medtronic.